Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') and rheumatic disorder ('rheumatoid') in an adult female patient who had essure (batch no. 646622 -invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no." The patient's concurrent conditions included pelvic congestion. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), anaemia ("anemia"), dermatitis allergic ("allergy: rash/skin condition"), rheumatic disorder (seriousness criterion medically significant), osteoarthritis ("autoimmune diagnosed: osteo arthritis"), thyroid disorder ("thyroid"), fibromyalgia ("fibromyalgia"), hypoglycaemia ("hypoglycemia"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary probs"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), rectal prolapse ("bladder and rectal prolapse") and bladder prolapse ("bladder and rectal prolapse") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, blood disorder, cardiac disorder, anaemia, dermatitis allergic, rheumatic disorder, osteoarthritis, thyroid disorder, fibromyalgia, hypoglycaemia, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, weight increased, rectal prolapse and bladder prolapse outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, back pain, bladder disorder, bladder prolapse, blood disorder, cardiac disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, headache, hormone level abnormal, hypoglycaemia, migraine, nausea, osteoarthritis, pelvic pain, psychological trauma, rectal prolapse, rheumatic disorder, thyroid disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media records: pelvic pain. Lot number reported 646622 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') and rheumatic disorder ('rheumatoid') in an adult female patient who had essure (batch no. 646622 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no." The patient's concurrent conditions included pelvic congestion. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), anaemia ("anemia"), dermatitis allergic ("allergy: rash/skin condition"), rheumatic disorder (seriousness criterion medically significant), osteoarthritis ("autoimmune diagnosed: osteo arthritis"), thyroid disorder ("thyroid"), fibromyalgia ("fibromyalgia"), hypoglycaemia ("hypoglycemia"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary probs"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), rectal prolapse ("bladder and rectal prolapse") and bladder prolapse ("bladder and rectal prolapse") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, blood disorder, cardiac disorder, anaemia, dermatitis allergic, rheumatic disorder, osteoarthritis, thyroid disorder, fibromyalgia, hypoglycaemia, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, weight increased, rectal prolapse and bladder prolapse outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, back pain, bladder disorder, bladder prolapse, blood disorder, cardiac disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, headache, hormone level abnormal, hypoglycaemia, migraine, nausea, osteoarthritis, pelvic pain, psychological trauma, rectal prolapse, rheumatic disorder, thyroid disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media records: pelvic pain. Most recent follow-up information incorporated above includes: on 21-aug-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') and rheumatic disorder ('rheumatoid') in an adult female patient who had essure (batch no. 646622) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's concurrent conditions included pelvic congestion. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), anaemia ("anemia"), dermatitis allergic ("allergy: rash/skin condition"), rheumatic disorder (seriousness criterion medically significant), osteoarthritis ("autoimmune diagnosed: osteo arthritis"), thyroid disorder ("thyroid"), fibromyalgia ("fibromyalgia"), hypoglycaemia ("hypoglycemia"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary probs"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), rectal prolapse ("bladder and rectal prolapse") and bladder prolapse ("bladder and rectal prolapse") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, blood disorder, cardiac disorder, anaemia, dermatitis allergic, rheumatic disorder, osteoarthritis, thyroid disorder, fibromyalgia, hypoglycaemia, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, weight increased, rectal prolapse and bladder prolapse outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, back pain, bladder disorder, bladder prolapse, blood disorder, cardiac disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, headache, hormone level abnormal, hypoglycaemia, migraine, nausea, osteoarthritis, pelvic pain, psychological trauma, rectal prolapse, rheumatic disorder, thyroid disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media records: pelvic pain. Most recent follow-up information incorporated above includes: on 13-aug-2020: medical record was received. Lot number, reporter information, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') and rheumatoid arthritis ('rheumatoid') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), anaemia ("anemia"), dermatitis allergic ("allergy: rash/skin condition"), rheumatoid arthritis (seriousness criterion medically significant), osteoarthritis ("autoimmune diagnosed: osteo arthritis"), thyroid disorder ("thyroid"), fibromyalgia ("fibromyalgia"), hypoglycaemia ("hypoglycemia"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary probs"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), rectal prolapse ("bladder and rectal prolapse") and bladder prolapse ("bladder and rectal prolapse") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, blood disorder, cardiac disorder, anaemia, dermatitis allergic, rheumatoid arthritis, osteoarthritis, thyroid disorder, fibromyalgia, hypoglycaemia, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, weight increased, rectal prolapse and bladder prolapse outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, back pain, bladder disorder, bladder prolapse, blood disorder, cardiac disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, headache, hormone level abnormal, hypoglycaemia, migraine, nausea, osteoarthritis, pelvic pain, psychological trauma, rectal prolapse, rheumatoid arthritis, thyroid disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Previously reported event "injury" was updated to dysmenorrhea (cramping). Events : dyspareunia (painful sexual intercourse), chronic, pelvic/abdominal, back, blood/heart disorder, anemia, allergy: rash/skin condition, autoimmune diagnosed: rheumatoid & osteo arthritis, thyroid, fibromyalgia, hypoglycemia, psych injury, bladder/urinary problems : bladder probs., urinary probs., uti, vaginal discharge, fatigue, gi conditions, hair loss, dental probs., hormonal changes, migraines, headaches, nausea, weight gain, bladder & rectal prolapse , essure confirmation test(s) conducted, specify no were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.